Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via e-mail to report problems with the insulin pump. The insulin pump will not rewind, the mother did not respond and no alarms were notes. The mother was contacted to perform troubleshooting, mother stated not possible at this time she will call back.